Manufacturer narrative:
The 7th device was evaluated and it was determined there were no accessible sharp metal edges. This was reported in error. B5 has been updated to indicate one fewer device experiencing the reported issue.

Event description:
This report summarizes 6 malfunction events, where it was reported there were accessible sharp metal edges. There was no patient involvement.

Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 6 devices were evaluated in the field and the issue was confirmed; 5 devices had broken/damaged components and 1 device had an alignment issue. The devices were repaired and returned. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 7 </noe> malfunction events, where it was reported there were accessible sharp metal edges. There was no patient involvement.